Manufacturer narrative:
Additional information was received that the patient was no longer using the device and wanted it removed. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.